Event description:
On (B)(6)2022 getinge became aware of an issue with one of our surgical lights ¿ powerled 700. As it was stated, a particle detached from the device and fell into sterile field of a patient. The incident took place before the operation started. According to photographic evidence, paint was peeling from fork and particles from seal were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before september 2016. The correction of h3a device evaluated by mfg, h3b device not eval provide code and h3c if other provide code-explain deems required. This is based on the internal evaluation. Previous h3a device evaluated by mfg: no. Corrected h3a device evaluated by mfg: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: none. Previous h3c if other provide code-explain: device not returned to manufacturer. Corrected h3c if other provide code-explain: none. Getinge became aware of an issue with two of our surgical lights ¿ powerled 700. As it was stated, a particle detached from the device and fell into sterile field of a patient. The incident took place before the operation started. According to photographic evidence, paint was peeling from fork and particles from seal were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was being used for patient treatment or diagnosis when the event took place. All maquet sas products comply with: (B)(4) general requirements for basic safety and essential performance. (B)(4) particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor pain chip can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. The deterioration of the light head seals is probably due to infiltration and stagnation of aggressive cleaning products caused by inappropriate cleaning. To prevent any similar incident maquet sas recommend to respect cleaning protocol avoiding: prolonged exposure to detergents and disinfectants solutions, high concentrations, exposure to heat during the cleaning procedure, prohibited products. Maquest sas recommend to wipe with a dry cloth and make sure no liquid residue is left on the device after cleaning. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.